Event description:
On 9/30/2022, it was reported by a sales representative via sems that an 7mm flipcutter device housed within kit abs-2010-ot made an audible ¿snap¿ as the surgeon began to pull back in the device during a core decompression procedure. The surgeon removed the flipcutter from the patient in its entirety and once observed on the back table, noticed that the blade was compromised/stuck and could not be used. The case was completed by using a new kit with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.